Manufacturer narrative:
A ge service representative performed an on site investigation. Several parts were replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an intermittent communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.